Manufacturer narrative:
Analysis results were not available as of the date of this report.  A follow-up report will be submitted when analysis is complete. Concomitant medical products: product ID: 1845020, serial/lot #: (B)(4)/213064905, UDI#: (B)(4). Product ID: 1845010, serial/lot #: (B)(4)/216171580, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that a handpiece and its attachments overheated during the procedure. There was no patient or staff impact. There was no procedure delay.

Manufacturer narrative:
Analysis of the devices are the following: 1845000 sn: (B)(4): overheating was not confirmed. The temperature of the device after 1min was 86.9degf. Motor was worn. 1845020 sn: (B)(4): the angled attachment found to be heavily corroded inside the housing and the locking mechanism was jammed. 1845010 sn: (B)(4): there was no fault found in the device. If information is provided in the future, a supplemental report will be issued.

Event description:
On follow up, it was confirmed that the device overheated within a few minutes. A back up device was used, facility has several drills.

Manufacturer narrative:
Additional analysis for 1845020 sn: (B)(4): the heat test was unable to be performed as the attachment was seizing upon activation. Corrosion was found to be the root cause. If information is provided in the future, a supplemental report will be issued.